Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of a needle broken from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of an needle broken from the applicator could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available.